Event description:
It was reported by the caller that occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer was using lyumjev insulin with the pump. Tandem customer technical support informed customer that lyumjev insulin is off-label per the user guide. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin.